Event description:
It was reported that the patient presented for follow-up and t-wave oversensing was observed. Patient received inappropriate shocks as a result. Physician elected to explant the lead and all electrical parameters were in range with the new implanted lead. The explanted lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.